Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A registered nurse (rn) reported that during dwell 2 of 3 a supply bag lines are blocked message was noted on the machine. The patient¿s treatment was discontinued at that time. The nurse deleted the treatment data too early and proceeded to do a manual drain for the patient. The overfill event was indicated due to the manual drain being 7500ml, which is 313% of the prescribed fill volume of 2400ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the cycler. A new cycler was issued. The rn will assist patient with manual peritoneal dialysis therapy as needed. The patient received a new cycler which is working well. The pd therapy is without issue at this time. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The load cell verification passed. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The tubing to hp3 is kinked. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. A registered nurse (rn) reported that during dwell 2 of 3 a supply bag lines are blocked message was noted on the machine. The patient¿s treatment was discontinued at that time. The nurse deleted the treatment data too early and proceeded to do a manual drain for the patient. The overfill event was indicated due to the manual drain being 7500ml, which is 313% of the prescribed fill volume of 2400ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the cycler. A new cycler was issued. The rn will assist patient with manual peritoneal dialysis therapy as needed. The patient received a new cycler which is working well. The pd therapy is without issue at this time. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.